Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened after the first application of the device. Another device of the same type was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. Visual inspection and testing of the device confirmed that the latch was closed and would not open. The device was also found to have signs of harsh use or abrasive cleaning methods, including bleached white jaws. Further inspection confirmed that the latch within the device is broken, causing the handle to lock instead of open. A review of the device history records for this item found no potentially contributing entries, and no trend is associated with this issue. The investigation identified the likely root cause as misuse by the customer, where rough use or harsh cleaning methods contributed to device breakage.